Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D6a: used (B)(6) 2023 as an estimate since it was known the implant occurred (B)(6) 2023.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a leak occurred. A left atrial appendage closure procedure was performed, and a watchman closure device was implanted. Two transesophageal echocardiograms (tee) were performed which both observed a leak around the closure device. The patient had to remain taking additional blood thinners.